Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine follow up. Upon interrogation, the left ventricular lead exhibited loss of capture. The lead was explanted and replaced. The patient was in stable condition post procedure and would be monitored with routine follow up.

Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2015 indicates that the lead dislodged.